Event description:
It was reported that high voltage lead impedance was out of range above the upper limit for vectors, including the svc was noted on the right ventricular (rv) lead. Programming changes were made. The patient was asymptomatic.